Event description:
Patient reported, "pain and ardency" and folding. Patient later reported, "fluid". Capsular contracture, baker grade unknown, cyst and granuloma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, seroma late and granuloma.